Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black piece of foreign matter was noticed inside the tubing of a clearlink system continu-flo solution set. The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed which observed a brown particle embedded between the walls of the tubing; a degraded piece of burned plastic in the tubing. The reported condition was verified. The cause of the condition was due to a manufacturing related issue. A burned piece of plastic can be generated in the extruder cannon and accumulate on the pin and bushing combinations during the extrusion process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.